Event description:
Resident was being wheeled into shower room by certified nursing assistant (cna). Cna let go of wheel chair and reached out to begin shower, wheelchair rolled slightly forward over drain in tile floor. As wheelchair tipped forward, resident leaned forward and seat broke loose from chair, the resident and wheelchair fell forward. At the time resident was restrained in the wheelchair.